Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: according to the information received, during the drill, when the surgeon drilled carefully with the drill bit, there is a cracked sound, and he confirmed by the image intensifier that the tip of the drill bit was broken. The fragment of the drill bit remained in the bone, and he removed the fragment successfully. He used another drill bit and the surgery was completed successfully within 30 minutes delay. The product was returned to depuy synthes for evaluation. Depuy synthes then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the complete 6mm drill diameter section (approx. 20 mm measured from the tip) is broken off. The cutting edges of the drill show signs of regular wear and can be described as blunt. The device was sold in march 2007, as was more than 13 years in use. The shaft and coupling are otherwise still in good condition. Dimensional analysis did not detect any deviation from the specification. A manufacturing record evaluation was performed for the sterile and non-sterile device batch number, and no non-conformances were identified. Raw material inspection sheet met all inspection acceptance criteria. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the received information, and considering the age of the device, we only can assume that a mechanical overloading situation in combination with regular wear caused the breakage of the device. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot part 03.224.003 . Lot: 2248432. Manufacturing site: bettlach. Release to warehouse date: march 30, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent an open reduction internal fixation surgery for a femoral neck fracture. While drilling, there was a cracking sound. It was confirmed by the image intensifier that the tip of the drill bit broke. The fragment of the drill bit remained in the bone but was removed successfully. Another drill bit was used to complete the surgery successfully with a thirty (30) minute delay. This report is for one (1) 10.5mm cannulated drill bit. This is report 1 of 1 for pc-(B)(4).